Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. We confirmed that the reprocessing was conducted in accordance with instructions for use. Based on the results of the investigation, the foreign material was confirmed in the nozzle, causing clogging issues. The foreign material was unable to be identified and the root cause of the foreign material remaining was unable to be determined. The event can be prevented by following the instructions for use (IFU): chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the olympus device evaluation, the videoscope exhibited foreign object within air/water (a/w) nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus and evaluated. Besides the reportable malfunction of foreign object within air/water (a/w) nozzle, the evaluation found the following non-reportable malfunction(s): due to clogging of nozzle, water removal ability, air supply volume, and water supply volume did not meet the standard value; due to wear of angle wire, bending angle in up and , the play of up/down knob do not meet the standard value; light guide lens had a crack; connecting tube had a dent; objective lens and control unit had discoloration; scratches on protector of universal cord on control section side, ig protector, video connector case, forceps elevator knob, up/down knob, video connector, universal cord, grip, and switch box; due to dirt on objective lens, there was a lack of image on the monitor.the investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.